Event description:
It was reported that the pump had an error 41622. The product fault occurred during testing in annual preventive maintenance. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past. Physical condition of this device has scratched lcd lens, worn keypad overlay, missing battery door, missing battery bumpers, bent latch lock, bubbled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. No evidence found in event history log. Reported problem was not duplicated. During functional test no error code was found. The cause was not found. Performed preventive maintenance to correct the issue. The device passed all functional tests after the repair.